Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. Additional information requested: can you please clarify, how did the stapling "didn't work well"? Did the device deliver a complete staple line? If yes, what was the staple formation (b-formed, irregular, unformed)? When there was a dehiscence, how was the issue addressed? Response received: professor found the staple line was not completed after she did another procedure. She thought the stapling was completed when she activated the product, and continued another procedure and after a few minutes she found there¿s a dehiscence. It¿s hard to find what the staple formation was, because it was already opened when she found the problem. If the staple was b-shaped, then it might not be opened. After she found the problem, she did another stapling, and then the blade didn¿t work although the stapling was completed. So, she used scissors to cut inside. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The following clarification is needed: in the additional information entered, it was reported that the professor found the staple line was not completed after she did another procedure. Could you please clarify what is meant by ¿did another procedure¿? Did the professor find and repair the dehiscence during the same procedure? Or did the patient require a reoperation due to the dehiscence? What is the current patient status? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the surgeon used the device in low anterior resection procedure (colorectal). The blade worked when the stapling didn't work well. So there was a dehiscence. She used a green cartridge. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p5910f. The analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2018. Additional information was requested. The following clarification is needed: in the additional information entered, it was reported that the professor found the staple line was not completed after she did another procedure. Could you please clarify what is meant by ¿did another procedure¿? Did the professor find and repair the dehiscence during the same procedure? Or did the patient require a reoperation due to the dehiscence? What is the current patient status? The following response was received: ¿another procedure¿ meant that professor activated contour and believed it worked normally and look into another section (part) in the same procedure and same patient. And after a few minutes, she found that the staple line was abnormal. Closure was not completed. I¿m sorry if I confused you. I heard the patient condition is okay now.